Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9730605, lot #: unknown, UDI #: unknown, ubd: unknown. A medtronic representative visited the site to evaluate the equipment. Upon talking to the site and spine rep, it was noted that the spine frame was moved during the case. The site attempted to reposition it without taking a new spin. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that after taking a confirmation spin for a procedure performed on (B)(6) 2021, there was a screw that was in the foramen (right l5, distance unknown). The site was using solera 4.75, and operating from l4-s1. During the case, the spin transferred with no issues and they checked accuracy and continued on. Cause was unknown. This was discovered post-operatively. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: there was no reported impact to patient outcome. The patient does not need additional surgery. The surgeon claimed after the fact in a post op xray that because the screws were misplaced, he thought the navigation system was inaccurate. The representative did not see any inaccuracies with the system. The screw shows to be too inferior by only a few millimeters .upon talking to the site and spine rep, they noted that the spine frame was moved during the case. They attempted to reposition it without taking a new spin."